Event description:
It was reported that waste that was under pressure sprayed outside of instrument with a bd facscanto¿ ivd. The following information was provided by the initial reporter: waste runs out of the canto with pressure! It comes out directly from the large orange connector on the side of the canto - the connector has already been checked - it is correctly seated. The waste was picked up with protective equipment (gloves), nobody had direct contact with it and nothing happened. The device was switched off and taken out of service.

Manufacturer narrative:
H6. Investigation summary: scope of issue: the scope of issue is only limited to part # 337175 and serial # v(B)(6). Problem statement: customer reported complaint on a bd facscanto ivd ¿ 337175 of waste running out of the instrument with pressure. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 12aug2019 to date 12aug2020. Complaint trend: this is the only complaint, pr# (B)(4), related to the issue of waste running out of the instrument with pressure. Date range from 12aug2019 to date 12aug2020. Manufacturing device history record (DHR) review: DHR part # 337175 serial # (B)(6), file# 338073-v07300486-900056020-06, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the waste leak that was not contained within the facscanto instrument was due to a worn connector/coupling on the waste line. This coupling is located on the outside panel of the instrument and connects the waste line to the tank. The source of the leak was confirmed by fse (field service engineer) and was replaced along with the rest of the waste connectors to ensure no further leaking continues. These parts were from non-inventoried stock and are not returnable for evaluation, therefore were discarded. After the repairs, the instrument was operating normally without leaks. In regards to spray of waste fluid under pressure, the instrument should depressurize by closing various valves and opening drain ports when it completes its process, especially during shutdowns or cleaning cycles. In addition, although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. Users are cautioned to wear proper ppe (personal protective equipment), especially handling biological waste, in the bd facscanto flow cytometer user¿s guide - #336928 rev. A. After the repairs, the instrument was rebooted, tested and is functioning as expected. The safety risk is low because there was no impact to customer health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste that was under pressure sprayed outside of instrument with a bd facscanto¿ ivd. The following information was provided by the initial reporter: waste runs out of the canto with pressure! It comes out directly from the large orange connector on the side of the canto - the connector has already been checked - it is correctly seated. The waste was picked up with protective equipment (gloves), nobody had direct contact with it and nothing happened. The device was switched off and taken out of service.